Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their blood glucose levels. The customer states that during the holidays their blood glucose levels rose to 500mg/dl range, and then dropped to 61mg/dl within about 3 hours. The customer states they were not drinking or eating excessively. The customer believes their body may not be responding to the insulin. The customer states they have spoken with their doctor about it. The customer states now they are waking up with readings in the 120mg/dl to 140mg/dl range. The customer declined to troubleshoot with the help line. The customer was advised to call back if issues arise.